Event description:
It was reported that the patient was still incontinent and the patient underwent an artificial urinary sphincter (aus) revision surgery. The patient was "still leaking two light pads a day". There was no device malfunction. There were no patient complications. Following surgery, urinary incontinence was improved.